Event description:
The user reported that during daily testing of the defibrillator there was a loud pop while the unit was charging. Afterwards, the outputs from 100 joules to 360 joules were all low. There was no pt involved.